Event description:
The customer reported via phone call that they had fluctuating high and low blood glucose. Customer stated their blood glucose declined to 40 mg/dl. Customer treated their blood glucose with candy. It was also found the customer's blood glucose rose to 400 mg/dl earlier in the morning. The customer's blood glucose was 375 mg/dl at the time of the call. Troubleshooting did not find any leaks or air bubbles present. The customer also reported the cannula was not bent upon removal from their body. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.